Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 280mg/dl and a correction bolus via the pump was delivered to address the bg level. Supply changes were performed due to the occlusion alarms. A system check was performed for the current occlusion and the pump performed as intended. No damage was noted to the cannula. Tandem technical support advised the customer to perform a complete supply change to resolve the current occlusion.